Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl due to a bent cannula. The customer stated that the drive support cap was protruded. The customer was treated for the high blood glucose with their insulin pump. The customer was advised to change the set to resolve the issue. The product was not returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.